Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, and a contaminated downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seal. Functional testing was able to duplicate the double beep. It was determined that the most probable cause was the contaminated dso sensor. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump kept running tests and would not stop, the device was beeping and the only way to stop it was to turn off the pump. No alarm or error messages were displayed on the pump, just kept running self-test over and over. It was stated that the device was confirmed double beeping. The medicines involved in the event were remodulin IV (treprostinil sodium) injection. The product fault occurred during testing, there was no patient involvement.